Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that the pump might not be calculating in the correct manner. The customer stated that the pump told him to give 7 units. The customer stated that he over rode the pump and it told him to deliver 25 units twice and then 15 units. The customer stated that he received an alert that the max delivery was reached. The customer was advised to speak with his health care provider for further assistance with her settings.